Event description:
It was reported that an asymptomatic patient presented in clinic for initial implant procedure. A device interrogation was performed post procedure and revealed that the patient's right ventricular (rv) lead exhibited low pacing impedance, low sensing, and failure to capture. Fluoroscopy was performed to reveal that the rv lead had dislodged. The rv lead was explanted and replaced. Patient was stable.